Event description:
Received a heart catheter procedure via the right femoral groin artery. As the sheath was removed from the artery, a "mynx vascular closure device product" was used to seal the puncture. The product is an expanding foam that fills the area at the puncture and rapidly absorbs the blood around the puncture area. Sounds good, doesn't it. But a side effect gave me problems. The artery puncture was within a few centimeters of the lower bowel I'm sure. The feces in the lower bowel turned into a very hard mass that couldn't be moved by any muscle strain for 3 days. It literally took the handle of a tooth brush to break it up enough to use an enema. I have never had bowel movement problems and I am guessing with a fair amount of confidence that the mynx foam overflowed the artery area into the bowel and absorbed all moisture. While the reduction of after procedure discoloration was nice, the aggravation and discomfort of bowel problems was not.